Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that on checking the cuff pressure, it was noted that the pilot balloon was totally deflated. When a cuff pressure monitor was attached, it could not be reinflated. On further inspection, it was observed there was a hole in the seam and air was escaping. The pt required tube replacement.